Event description:
While performing an anesthesia machine "check-out" a leak was noted in the pt circuit. Investigation revealed a leak in the "manifold" part no: 1503-3481-000. This manifold was installed earlier this month. The 7900 ventilator on this anesthesia machine uses an airway pressure/volume sensor. The sensor inserts into the manifold. Studying the manifold/sensor junction reveals as the pt circuits area removed, often with a twisting motion, this rotates the sensor. The sensor when rotated disconnects from the manifold. As this junction site is several inches inside the manifold, this detachment is not detected by visual inspection, nor by wiggling the sensor. The resulting leak can cause loss of positive pressure ventilation and potential hypoxic episodes with the pt under anesthesia and pharmacological paralysis.